Event description:
Complainant alleged that during biomed dept's routine testing and preventative maintenance of the device, the device would not power up. Biomed engineering then reset the breaker and charged over night, but the device still would not power up. The complainant indicated that there was no pt involvement in the reported failure.